Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by FDA¿s medwatch program indicated that insulin pump did not show blood sugar, insulin on board, nor did it allow the user to back down the bolus amount when entering amount. All these factors can lead to excess insulin delivery. No harm requiring medical intervention was reported. The devices will not be returned for analysis.